Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 7.8 cm abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as there was severe aortic neck angulation; no tortuosity; moderate calcification in the hypogastric arteries; poor out flow, the aortic neck diameter at the renal arteries was reported as 28 mm, and 15 mm below the renal artery it was 28 mm in diameter. It was reported that the bifurcated device (ref MFR# 2953200-2011-01215) was deployed down to the gate. One contralateral limb ref MFR# 2953200-2011-01216) and two extensions (ref MFR# 2953200-2011-01217 and ref MFR# 2953200-2011-01218) were then implanted distally. The bifurcate stent graft ipsilateral limb deployment was then completed however the tip capture was caught on the apex and the stent. The physician continued with the implantation of two extension iliac limbs on the ipsilateral side. (Ref MFR# 2953200-2011-01220). It was reported that there was bilateral iliac limb thrombosis; however, it was more pronounced on patient's ipsilateral side. The thrombosis started and ended in the iliac limbs. The physician decided to perform a surgical conversion as it was determined that the stent graft was too distal from the renal arteries to add aortic cuffs and the limbs were thrombosed. The exact cause of the thrombosis could not be determined however, the patient was sick and had poor outflow. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results of evaluation: conversion to surgical repair and occlusion. Severe aortic neck angulation; moderate calcification in the hypogastric arteries; poor outflow. Conclusion: severe aortic neck angulation; moderate calcification in the hypogastric arteries; poor outflow.